Manufacturer narrative:
(B)(4).

Event description:
This device was found to have a high impedance that increased to over 150 ohms over the course of a few days. Isometric and lead manipulation are negative for noise. Sensing, threshold, and pacing impedance remain within normal specs.

Manufacturer narrative:
On 5/18/2016 - corrected the explant date. We were informed today that this lead was explanted yesterday for high impedance. It was replaced with and OEM lead.the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.